Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The x-ray review report states that alignment of the components is completely disrupted with dislocation at the joint level. There is dislocation of the tibia and fibula with respect to femoral component with resultant angulation. The native bone of the tibia and fibular demonstrate fractures proximally within the diaphysis. The tibial fracture is communicated with some displaced fracture fragments. The lateral x-ray view was not provided; hence the complete evaluation could not be completed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - oss 3cm prox tib 11mmx240mm catalog# 150805 lot# 916240, oss 3cm ellip diaphyseal seg catalog# 150461 lot# 613370, oss segmental stacking adapter catalog# 150483 lot# 573560, oss cemented im stem 11x150 catalog# 150365 lot# 837690, oss 7cm segmental fmrl lt catalog #150355 lot# 928520, oss poly femoral bushing catalog# 150477 lot# 459410, oss poly lock pin catalog# 150478 lot# 588390, oss poly tibial bushing catalog# 150476 lot# 443300, oss axle catalog# 150480 lot# 190010, oss reinforced yoke catalog# 150493 lot# 453810, oss 3cm diaphyseal segment catalog# 150464 lot# 643420. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not retrieved from the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left orthopedic salvage procedure. Subsequently, the patient underwent a revision procedure approximately three months post-implantation due to a fall which caused the polyethylene to dislocate. No additional patient consequences were reported.